Manufacturer narrative:
The insulin pump was received with no button error alarm during testing. The pump had unresponsive escape and act buttons due to corroded keypad traces. The pump had minor scratched lcd window, scratched case, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he was in the ocean, came back with the pump in a back pack, and a button error alarmed. The customer could not recall any significant events that led up to the incident. Customer was advised to discontinue use of the device and to revert to a backup plan.